Event description:
It was reported that a surgeon experienced a broken ceramic liner during a procedure. The liner was broken during impaction and was replaced without adverse event to the patient or delay to the procedure. There were no pieces left in the patient. No additional information was provided about the patient or event.

Manufacturer narrative:
The complaint product was received for analysis. The reported product condition of broken ceramic liner was confirmed. Visual evaluation condition/findings (conducted with a 7x or 10x optical) a portion of the rim of the ceramic liner is fractured. The fractured rim appears consistent with off-axis or excessive impaction during implantation. A discontinuous line along the lower outer edge of the insert appears consistent with metal transfer from the metal acetabular cup and indicates a misaligned or incomplete insertion of the liner into the acetabular cup. The frequency of occurrence ranking scale is low; therefore, this does not appear to be design-related. The company is not aware of receiving any complaint reports involving another part from this manufacturing lot of (B)(4) pieces, (B)(4) of which have been sold as of 2/13/2019. The company has not received any other complaint reports for this specific size of device since 2014. Complaint data from 2014 through 2018 involving the reported failure for this family of devices was also reviewed. The investigations for those incidences have not identified any evidence that a manufacturing issue caused or contributed to this reported issue. Therefore, this does not appear to be manufacturing-related. There were no reported user-related issues. The ceramic liner fracture reported was most likely the result of off-axis or excessive impaction on the inner edge of the liner rim resulting in chipping of the ceramic liner. In review of the labeling it is known that ceramic femoral head components require special attention to installation technique: confirm that the ceramic head component is compatible with the mating femoral stem component. Prior to assembly rinse the stem taper with water and dry with a clean cloth to remove any foreign bodies such as tissue residues, bone fragments and cement particles. Fit the femoral head component on the stem taper by exerting slight axial pressure on the head component while simultaneously twisting. Place a polymer-faced impactor on the pole of the femoral head component and tap gently with a mallet in an axial direction to secure the taper connection. Do not use metal-faced mallets and do not impact forcefully during installation of ceramic components. Once a ceramic head component is impacted onto a femoral stem, do not impact the same femoral head component onto a different femoral stem. Tap gently with a mallet in an axial direction to secure the taper connection. Do not use metal-faced mallets and do not impact forcefully during installation of ceramic components. Only surgeons fully knowledgeable about all aspects of the hip system surgical technique are to use the devices and instrumentation in accordance with the respective indications and contraindications. This device is used for treatment, not diagnosis corrected data: not implanted this is not a facility or importer.

Manufacturer narrative:
Pending device return and evaluation. Pending device return and evaluation.

Event description:
Intra-operative ceramic liner fracture.